Event description:
Revision surgery - the pt was unstable and dislocating. It was determined that the pt needed a different neck length and offset (non encore/djo related). Since the surgeon was going in anyway, he wanted to swap out the liner.